Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced loss of consciousness. The husband called an ambulance and when the paramedics took a fingerstick the cgm reading was 110 mg/dl, while the blood glucose reading was 44 mg/dl. The patient was treated with nasal glucagon and was brought to the hospital. No further medication was reported from the hospital and the patient was discharged after 8 hours. There was no documentation of further medical evaluation or intervention. At the time of discharge the patient was still feeling weak but stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2026. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1 initial reporter street line 1:(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.